Event description:
As reported, after valve deployment of a 29mm sapien 3 valve in the aortic position inside a surgical valve, a hole in the balloon was noted. The valve was successfully deployed. There was no evidence of balloon rupture or difficulty when inflating the balloon. It was observed that the atrion was filled with blood during the procedure. After post dilation with a second system the valve had trace leak and good hemodynamics. The system was removed without difficulty and there appeared to be a tiny pin hole leak. A second delivery system was prepped a second system to post dilate with extra volume. The system de aired fine during prepping. The device was discarded at the hospital. There were no patient complications. There were no tools used to remove the balloon cover. Upon inspection it seemed as there was a tiny pinhole that could only be noticed by injecting into the system. Per report, it was possible the balloon hit the surgical valve post when removing.

Manufacturer narrative:
The investigation is ongoing. Device was discarded.

Manufacturer narrative:
Update and corrections to h3, h6 and h10 (component code, device code, type of investigation, investigation findings and investigation conclusions) to reflect product investigation. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There were no photos provided. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. The inspections support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) and lot history review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The commander delivery system IFU, device preparation manual and procedural training manual were reviewed for guidance and instructions. The training manual provides guidance on balloon burst. If delivery system balloon bursts or leaks during deployment without thv embolization, do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position and check for pv leaks under echo. If a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system, when removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip, and watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. If resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, and do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leak was unable to be confirmed as neither device nor applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the complaint description, 'after valve deployment of a 29mm sapien 3 valve, a hole in the balloon was noted' and the surgeons 'thought it was possible the balloon hit the surgical valve post when removing'. It was additionally reported that 'the valve was 100% deployed and angiographically there was no evidence of a balloon rupture. The delivery system was able to be de aired when prepping', which suggests a balloon was damaged after deployment. It is possible that the balloon negatively interacted with the surgical valve and or potential patient calcification and became punctured. In this case, available information suggests that patient factors (pre-existing valve, calcification) may have contributed to the complaint events. However, a conclusive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required. H3 other text : device discarded.